Event description:
It was reported that during an implant attempt, an epicardial lead exhibited high thresholds and loss of capture at 10 volts at 0.5 ms. The lead was not implanted. It was further reported that the other epicardial right ventricular (rv) lead exhibited high thresholds. The lead remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).